Event description:
It was reported that leakage of medicinal solution was observed into the contamination shield of the introducer during use in ICU. Leakage from the catheter was suspected. There were no patient complications reported.

Manufacturer narrative:
One continuous cardiac output swan-ganz catheter was returned with 4cm of the distal end cut off and not returned. The introducer kit was not returned. A non-edwards' contamination shield was connected to the catheter and was attached to the catheter between 40cm and 95cm. A small amount of fluid was noted inside the contamination shield. There was no leakage observed from the catheter. A non-edwards contamination shield was removed from the catheter. No visible damage was observed on the catheter body except for the distal catheter tip being cut. During leak testing with the returned contamination shield and a laboratory sample introducer, all through lumens were found to be patent and without leakage. Microscopic examination of the catheter tip with x10 magnification demonstrated that the catheter tip has an almost even and clear edge. There were no jagged or rough edges noted. No catheter leakage was observed during testing. The source of the leakage inside the contamination shield was not determined. Although the end user could not confirm why the tip was missing, examination indicated that the tip was cut off and not torn off. There is no indication that this reported event or the secondary failure found during analysis is related to the manufacturing process; no actions will be taken at this time.